Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant check, the patient was taken for routine x-ray. When the patient lifted his arms above the head for lateral views; the left ventricular lead dislodged. The patient was taken back to the operating theater and the lead was repositioned. There were no consequences to the patient.